Event description:
It was reported that via merlin.net, stored episodes of non-sustained oversensing were observed. Review of egm revealed intermittent myopotential oversensing. The oversensing was replicated in clinic. The device was reprogrammed. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.